Event description:
On (B)(6) 2012 customer reported that the sample syringe, on the dxc 800 pro, leaked. Customer stated that approximately 1 drop of fluid leaked, and it was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer performed routine maintenance and replaced the sample syringe. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).